Manufacturer narrative:
A1 - patient identifier was updated. D9 - date returned to MFR was 29-apr-2026. H3 and h6 were updated. The suspect pump was returned for evaluation. The event history log was reviewed, which indicated a cassette not attached properly entry. A 12-month service history review confirmed that the device had not been serviced during this period. Visual inspection and functional testing were performed. The device displayed downstream occlusion errors despite no physical blockage being present. The reported issue was confirmed through the event log history. The probable cause of the problem was contamination or dirt found around the dso seal. The dso sensor and seal were replaced, and all functional tests passed following the repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarmed downstream occlusion with no blockage present. There was unknown patient involvement.